Event description:
The device was returned to the service ctr with a report from the customer contact that at start up at the user facility, the device would not turn on using ac or dc power. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service ctr, battery leakage was noted in the battery compartment and on the positive battery contact of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.